Event description:
The following information was reported to gore: on (B)(6), 2022, a patient underwent emergency endovascular treatment of a rupture of a bifurcated vascular graft proximal anastomotic aneurysm of an abdominal aorta using four gore® excluder® aaa endoprostheses. Four devices were implanted. Azur, pod were used to embolize the aneurysm. A final angiography revealed a partial, about 80 %, coverage of a left renal artery by proximal device, pla280300j, and a delayed blood flow into a left renal artery. No endoleak was observed and the blood flow into the left renal artery was confirmed. The physician elected to monitor it and no reintervention was necessary.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).